Event description:
It was reported to philips that the c-arm movement was not working. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnostic procedure was performed when the issue happened. The procedure was completed as planned after a restart with a 15-minute delay. A philips field service engineer (fse) visited the site and confirmed the reported problem. After reviewing the log, fse found a malfunction on spr power supply. Upon troubleshooting, fse found that most likely caused by a failure in the spr power supply. To resolve the reported issue, the fse replaced the spr power supply. After the fse replaced the spr power supply, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete it as planned after a restart with a 15-minute delay. The procedure was finalized with a minimum delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.